Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The patients blood glucose level was 400 mg/dl. Systems check was performed with tandem technical support and no issues were identified. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.